Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and cellulitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, cellulitis.

Event description:
Healthcare professional reported via device tracking form left side removal due to "cellulitis." Healthcare professional additionally reported capsular contracture baker grade ivdevice has been explanted and removed.